Event description:
The patient was prescribed antibiotics due to infection.

Event description:
The patient underwent explant surgery due to infection. See section h, number 6 for investigation updates.